Event description:
The hospital's respiratory therapist (rt) reported patient was found disconnected from vent, and there was no audible alarm. The patient was not harmed, and there was no change in therapy. The rt said she was able to duplicate the event when she tested the ventilator after the event, but the mallinckrodt customer support engineer (cse) was not able to duplicate the event. The cse replaced the alarm assembly as a precautionary measure, and the unit passed extended self testing.